Event description:
It was reported that the pulse generator exhibited backup operation. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found a wire bond joint on the radio frequency flex module lifted. The lifted wire bond could result in the rf chip going into a high current state and drain the battery prematurely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.